Event description:
The customer reported the battery failed while the device was in use on a pt. The device shutdown unexpectedly.

Manufacturer narrative:
(B)(4). The customer reported the battery failed while the device was in use on a pt. There was no reported pt impact. The device shutdown unexpectedly. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. .